Event description:
A customer reported of a patient that had a 42 hour retention of a pillcam patency capsule and needed medical intervention. The patient, who has a history of surgery and expected post-surgical adhesions, was hospitalized after complaining of pain, nausea and vomiting. According to the customer, the patient had intermittent obstructive syndrome, probably from adhesions. A CT scan showed the capsule is intact and the patient eventually was sent to surgery. The capsule was intact in the resected bowel segment. It is possible that the patient also had crohn's disease.

Manufacturer narrative:
Agile capsule is an accessory to the pillcam video capsule and its intended use is to verify adequate patency of the gastrointestinal tract prior to administration of the pillcam video capsule in patients with known or suspected strictures. The patient had a history of surgery and expected post surgical adhesions. The capsule was probably retained due to adhesions.